Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial hepatectomy, when disconnecting the liver pedicle, it was found that the device could not be fired. The surgeon was able to pressed the green button but could not squeezed the handle. They replaced the handle and the issue was resolved.